Event description:
Device 1 of 4. Reference MFR. 1627487-2013-13724, 13725 and 12726. It was reported, the pt is experiencing significant discomfort at her ipg pocket site. It was also reported, the pt only feels stimulation in the thoracic region on her right side and it is very uncomfortable. X-rays revealed two of the pt's leads had migrated and diagnostic tests revealed the other lead had invalid impedances. The pt stated she wants her system explanted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.